Event description:
It was reported that the user experienced hyperglycemia after not announcing a meal while using the ilet system following a recent infusion set change; insulin flow through the tubing was checked and confirmed, and no device alarms occurred. Symptoms included elevated blood glucose to a reported maximum of 268 mg/dl without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included transient hyperglycemia without use of backup therapy, without ketone testing, and without medical intervention, with glucose trending downward during the interaction. Investigation included product support troubleshooting focused on confirming insulin delivery through the infusion set and tubing and education regarding the impact of missed meal announcements. Investigation of this case revealed no device malfunction or delivery obstruction and indicated user-related operational factors, specifically a missed meal announcement, as the precipitating factor for the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user operational error related to missed meal announcement.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.